Event description:
It was reported that the patient was not receiving adequate therapy, due to a fall causing lead migration. As a result, on (B)(6) 2019, the patient's lead was repositioned through surgical intervention. Therapy was restored post-op.

Manufacturer narrative:
Date of explant were not entered correctly in initial report.

Event description:
Follow up revealed that the patient's lead was explanted and replaced with a new penta lead.